Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, patient and procedural factors appear to have contributed to this event. This was an emergent case where the standard pre and intra-procedural screening for deployment of a transcatheter heart valve could not be performed. In addition, the patient¿s lack of annular calcification did not allow for proper apposition/or anchoring of the valve to the annulus causing the valve to move aortic. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
The patient was scheduled for an open tricuspid and mitral valve replacement procedure. As the procedure began and the patient was assessed, severe as was noted. The patient was a frail and the surgeon didn't want to proceed with an avr in the same setting due to time on pump. It was decided to place an xt valve while the patient was still on pump. The hospital did not have any ascendra+ systems available (short access) so a novaflex+ delivery system (long access) was used. The sternotomy was performed and an incision was then made in the ascending aorta to deliver the valve visually. No fluoro was available in the room. The valve was prepped and placed on the balloon outside the body on the prep table. The valve was delivered via the ascending aorta and deployed, however, it moved aortic. The valve was manually removed through the existing incision and a second delivery system and valve were prepped. The second system was delivered via the same approach but due to her anatomical; challenges, the valve moved up on the left coronary cusp (lcc) and covered the left main. The annulus was not calcified as the leaflets so valve did not anchor securely. The second valve was also manually removed through the existing incision. At that point, due to clamp time being over 25 minutes, it was decided to discontinue effort of avr. As reported, after the two failed deployments, the aortic leaflets were actually moving better from balloon dilation with the 2 delivery system balloon inflations. Valve measurement was done with intra-procedural tee only; there was no pre-screening CT, as the case was unplanned. Since the case was done with an open incision, valve alignment was done on the back table. This report is for the first valve.

Manufacturer narrative:
Please reference related manufacturer report #: 2015691-2015-00957.